Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited non-physiologic oversensing which resulted in possibly inappropriate high-voltage therapy that was classified as ventricular fibrillation (vf). It was also noted that the lead exhibited oversensing resulting in inhibition of pacing and misclassification of episode type, noise, high pacing impedance and high thresholds. Additionally, it was noted that the lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and short ventricular intervals. It was confirmed that the lead had a high-voltage fracture. The lead was attempted to be explanted and replaced as it appeared that the lead had coil and tip adherence; however, after multiple attempts, the lead was cut and left in the body. No further patient complications have been reported as a result of this event.